Event description:
It was reported that telemetry displayed an atrial pace event and no ventricular output. It was noted that this patient is dependent. Additionally, there has been spiky pacing impedance measurements; however, no out of range measurements were observed. A boston scientific technical services consultant discussed further evaluation of the system. The associated right ventricular lead is manufactured by a competitor. The lead was reprogrammed to bipolar sensing and unipolar pacing. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).